Event description:
The customer originally returned their olympus evis lucera elite gastrointestinal videoscope due to an angulation issue. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that a foreign object was inside the secondary water supply channel. This report is being submitted to capture the foreign object noted inside the secondary water supply channel.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in foreign material was noted inside the secondary water channel. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material inside the secondary water supply channel was likely from insufficient reprocessing and/or user handling. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.